Event description:
It was reported that during a gastrostomy tl the device did not work and created tears in the patient's tissue. The device was replaced with a new one. The procedure was delayed 2 hours. The procedure was completed successfully.

Manufacturer narrative:
(B)(4), date sent: 5/24/2024. D4 batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: please describe what they mean by the device ¿does not work¿. What caused the 2 hour delay in the procedure? What is the user's experience with the device? At what point in the surgery did they experience the device not working? What was the target tissue the device was being used on when the difficulties with the device were experienced? What anatomical structures were torn? Was there any movement of the tissue in the jaw of the device during use of the device (firing)? How was the torn tissue addressed/managed? Was any medical or surgical intervention needed for the torn tissue? Were there any hemostasis issues identified during the procedure? Were there any error codes on the generator during the procedure? What is the patient's current status? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation is pending for the finished device lot number this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/19/2024. D4 batch #: x7051v. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. The device was connected to a gen11 and functionality was tested. The device was tested with the test media and no anomalies were found. During analysis, it was determined that the device was connected to more than one generator. Multiple patients uses may compromise the device's integrity or create a risk of contamination that, may result in patient injury or illness. If the device is connected to a different generator an alert screen will be displayed indicating to replace the instrument / no instrument uses remaining. The device was disassembled to verify the condition of the internal components, and no anomalies were noted. This device is packaged and sterilized for single use only. Multiple patients uses may compromise the device's integrity or create a risk of contamination that, in turn, may result in patient injury or illness. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch x7051v, and no non-conformances were identified.